Event description:
The surgeon reported an iritis at approximately one month postoperative. The lens remains implanted. The pt's prognosis was good at last report. According to the surgeon, pt's visual acuity was 20/40 and pt resolved/doing fine as of 06/10/2000. The cause of iritis is unknown at this time. This MDR report is sent because the product was used in the surgery.